Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had issues with blood glucose versus sensor glucose. The customer is in threshold suspend, blood glucose was 259mg/dl and sensor glucose was 66mg/dl. The customer was advised the sensor will be replaced.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Unable to confirm needle anomaly due to customer did not return needle.